Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a mildly tortuous left anterior descending artery that did not have any calcification. An asahi soft guide wire was used without any noted issues. When the device was removed from the anatomy, a piece of gauze was used to wipe it down. This inadvertently removed part of the teflon coating from the proximal part of the device and stayed on the gauze. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The analysis was performed by asahi intecc. Co. Ltd: device investigation could not be conducted as the device was discarded at the user facility. Lot history review revealed no anomaly relating to the reported event, and no other similar product experience report was received. A photo was provided and reviewed. Ptfe fragments were seen as a cluster of rolled string-like coating pieces; however, it could not be ascertained. Ptfe coating damage can sometimes be observed with a guide wire that has contacted the sharp edge of a concomitant device such as a metal introducer when the guide wire is withdrawn at an angle. Therefore, it is consequently presumed the reported ptfe coating damage occurred in a similar circumstance, and the coating came off as the gauze wiped coating fragments on the wire surface. The device is manufactured by asahi intecc. Co. Ltd. Pathum thani, thailand, registration number: 3003780911. Abbott vascular distributes the device and is responsible for MDR reporting.